Manufacturer narrative:
(B) (4).

Event description:
The pt was unable to receive good coverage. The lead impedance measurements were greater than 3,600 ohms for contacts 1, 8, and 11. Contacts 0, 2, 3, 9 and 10 were okay. The company rep confirmed that the pt was receiving stimulation where he should with the location of the leads in his spine. He was attempting to achieve stimulation higher in the back for new pain. His doctor does not plan on a revision surgery at this time.